Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a stenosis due to large intestine cancer. The stenosis was located in the descending colon and was approximately 4cm in length. The patient was not noted to have tortuous anatomy. The stent was placed successfully. Two to three days following the stent placement, the patient developed a fever. The fever was treated with antibiotic medication and the fever went down. However, two to three days later, the patient again developed a fever. It was reported that the decompression was performed properly and the patient did not have abdominal pain. On (B)(6), 2012, a CT scan was performed and an abscess was detected. The physician believed that a fissure developed in the tumor tissue as the stent gradually expanded. Feces saccus entered the fissure causing inflammation and the abscess. The patient was taken off food and the fever went down. The physician decided to surgically remove the stent. The physician did not allege any malfunction of the stent. On (B)(6), 2012, the patient underwent surgery for removal of the stent. During surgery, it was confirmed that there in fact was no abscess and the previous diagnosis from the CT scan was incorrect. The area surrounding the stent was not inflamed. There was no fissure of the tumor tissue. The portion of the descending colon with the stent was resected. The colon was then rejoined. There were no complications during the surgery. The patient's fever went down after the surgery. The condition of patient following the surgery was stable.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age.event date: although the exact event date is unknown, it was reported that the event occurred two to three days after (B)(6), 2012.the complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date.the complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.